Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon opening the implant it was noticed immediately by the scrub nurse that the head did not look "normal". Surgeon commented it appeared "brassy", "dull", and "rusty" in appearance. Surgeon requested that a new head be opened.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed following visual inspection. The returned metal head showed signs of discoloration on the articulating surface. No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event was confirmed. This event is under the scope of an existing CAPA for discoloration. The CAPA determined the source of the discoloration to be from the packaging materials.

Event description:
Upon opening the implant it was noticed immediately by the scrub nurse that the head did not look "normal". Surgeon commented it appeared "brassy", "dull", and "rusty" in appearance. Surgeon requested that a new head be opened.